Event description:
It was reported that during a surgical procedure at the user facility the vacuum gauge of the rover did not work, a condition in which the rover can apply a higher level of suction than intended. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of the vacuum gauge not working was confirmed by a manufacturer field service technician. Potential causes for the reported event include a component failure. The device was serviced for preventive maintenance by a manufacturer field service representative at the user facility.